Manufacturer narrative:
Section a4: unknown/ not provided. Device evaluation: field service engineer (fse) evaluated the system. He replaced the pre expander, performed auto correlation, spot size camera, alignments, gel evaluations and performed a preventative maintenance. Clinical also visited site and gelled the laser and received 80% melt at 1.10uj at 7/7 spot and line. The staff confirmed there were no complaints of tlss from the last surgical day. Max energy prior to all cases remained constant at 2.28uj. Bed and side cut energies were unchanged from 1.00uj bed energy and 0.90uj side cut energy with a 7/7 spot and line. In speaking with doctor, it was agreed to lower the bed energy slightly to 0.95uj. This was made the default. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had lasik treatment done on both eyes (ou) on (B)(6) 2024 and called doctor's office on (B)(6) 2024 stating he feels he has been light sensitive since treatment in both eyes. He only goes into his work office twice a week where more led artificial lighting is and says that's when he really notices it. Post-op patients use pred-moxi four times a day (qid) for 1 week and then stop, but for the transient light sensitivity syndrome (tlss) cases, they are put on a taper regimen of pred-acetate 1%. No additional information was provided.